Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed and attributed to a faulty system interconnection cable. The cable was replaced to resolve the reported problem. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not connect to the multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.